Event description:
Further follow-up revealed that the pt has not made any further complaints since generator replacement. Product analysis summary: the pulse generator met electrical test specifications. External visual inspection of the generator revealed no anomalies. No anomalies on the device performance were identified.

Event description:
Reporter indicated that interrogation of device at office visit showed that device settings were set to nominal values instead of to prescribed parameters. Nominal values include both a normal mode and magnet mode output current of 0ma, meaning that the pt was not receiving the vns therapy as intended. Review of device programming history revealed an apparent user error during previous programming session approx two months prior. It appears as though the "nominal values" button may have inadvertently been selected during previous programming session. The pt had subsequently experienced an increase in seizure activity over the past few weeks and reports (as expected) that pt does not feel device stimulation. The pt's device was reprogrammed to prescribed settings. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt later complained of chest pain, which was determined not to be cardiac-related. Normal mode output current was reduced to 0.75ma in an effort to alleviate the pt's pain. After the reduction in normal mode output current, the pt felt as though the device was no longer working because pt could not feel stimulation. It was reported that the pt continued to experience voice alteration with stimulation, indicating that pt may simply have become accustomed to the stimulation and did not feel it because the output current level had been decreased. Further follow-up revealed that the pt continued to complain of intense pain at both the electrode and generator areas. Additionally, the pt reported that the device was stimulating at higher settings than what were programmed and that the device did not stimulate at the cycle times to which it was programmed. Review of device programming history did not reveal any anomalies indicative of device malfunction. Based on known device settings, an estimation of remaining battery life revealed that the device should have approx 7 years unitl it approaches end of service. This estimation does not take into consideration device interrogations, programming or diagnostic testing. Investigation to date has been unable to determine whether the device is functioning properly.